Manufacturer narrative:
¿A pitfall in fixation of distal humeral fractures with pre-contoured locking compression plate.¿ (2015) jayakumar, p. And ring, d. The archives of bone and joint surgery, 3(2): 130-133. This report is for an unknown lcp /quantity 2/unknown lot. (Additional) device product code: hwc. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, "a pitfall in fixation of distal humeral fractures with pre-contoured locking compression plate." (2015) jayakumar, p. And ring, d. The archives of bone and joint surgery, 3(2): 130-133. This is a case study conducted between october 2009 and october 2013 involving three female patients with bicolumnar distal humerus fractures (dhf) who were treated with pre-contoured locking compression plates (lcp) in which very short distal locking screws were used. Intra-articular screw placement was avoided but loss of fixation requiring a revision occurred in two patients and the third patient was treated with a prolonged period of immobilization. Between three and five months (3-5 months) after surgery all three patients had a least 100 degrees of elbow flexion and extension, radiological union, and had returned to their pre-injury activities, and were discharged from care. Patient three, a (B)(6) year-old woman sustained a right low bicolumnar intra-articular dhf after falling on the outstretched hand tripping on a rug. She underwent orif with two lcps with short distal locking screws. Four weeks post-operatively, she experienced sudden onset of pain and swelling and imaging revealed loss of fixation. She underwent revision orif where the distal fracture was taken down, realigned and the lateral lcp was exchanged for a longer lcp and the original medial lcp was translated more anteriorly so that longer locking screws could be placed through the trochlea. At discharge three and a half months later the fracture had healed and the patient demonstrated a full range of elbow motion. (B)(4). This report is for an unknown lcp.